Manufacturer narrative:
The returned strips were tested by qa . A strip tested with blood gave a reading that was high out of spec. By 8.3mmol/l. The in-house test strips gave satisfactory performance. It is possible the customer strips were stored in such a way as to compromise their performance.

Event description:
A (B)(6) customer received a blood glucose reading of 20mmol/l on the contour next usb and injected humalog insulin accordingly. Afterwards, he experienced hypoglycemic tremors and retested his blood. The contour next usb read 23mmol/l and a different meter read 2.6mmol/l he ate some sugar. There was no medical intervention. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer is expected to return the test strips for evaluation. New strips and meter were sent to him.

Manufacturer narrative:
The model and, initial reporter address and phone were not provided.